Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the several bd davol cws 400 hemovac drains failed to maintain suction post-operatively at mercy one des moines. In early cases, the tubing was found to be torn near the suction area requiring replacement. More recently, drains showed reduced output and site bulging due to internal blood clots obstructing flow. These issues occurred after or placement and deviated from expected continuous drainage performance. Staff are now documenting incidents, saving devices when possible, and escalating concerns for investigation and support. The events occurred after device placement during post-operative monitoring. No patient-identifiable information is available, but the affected individuals were adult patients of varying ages and genders. None of the incidents resulted in death or serious.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used closed wound suction kit. Visual inspection of the one-photo sample noted that the connector universal-y had bodily fluids stuck inside the connector. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that the several bd davol cws 400 hemovac drains failed to maintain suction post-operatively at mercy one des moines. In early cases, the tubing was found to be torn near the suction area requiring replacement. More recently, drains showed reduced output and site bulging due to internal blood clots obstructing flow. These issues occurred after or placement and deviated from expected continuous drainage performance. Staff are now documenting incidents, saving devices when possible, and escalating concerns for investigation and support. The events occurred after device placement during post-operative monitoring. No patient-identifiable information is available, but the affected individuals were adult patients of varying ages and genders. None of the incidents resulted in death or serious.